Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to have a loose luer connection. Therefore, the sterile fluid pathway was breached. This event occurred during patient use and caused a backflow of blood. The device was filled with 5-fluorouracil and saline at the time of the event. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.